Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient presented with 100% occluded mid left main and mid-left anterior descending. Decision was made to place impella cp. It was noted that the cp was placed, however the staff reported that when the impella cp was started, the pump did not go into auto but rather started at p-0. It was about 20-30 seconds before the staff noticed that the patient was not being supported. Staff said that it caused no harm or procedural problems, they just had to turn up the p-level. The patient was on two pressors and the patient¿s lactic had risen. The critical care team placed a swan, a-line, hemisphere, and triple-lumen catheter, but by that time the patient¿s creatinine had risen further and his lactic acid was now 14.1. Physician prepared to cannulate to extracorporeal membrane oxygenation, however they believed the patient was too far gone. By that point the patient¿s lactic was 17, the patient was on 5 vasoactive drips and his svo2 was 50%. The decision was made to medically/chemically treat the patient. The patient¿s family soon decided to withdrawal care and the patient expired.

Manufacturer narrative:
A140508 removed from h6. A141203 added to h6. The investigation is still ongoing.